Event description:
It was reported that during a total knee replacement surgery, the blade broke at the mount. It was also reported that the part was left behind in the patient; no revision surgery was carried out. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR has not been returned to manufacturer for evaluations yet, however, photographs of the broken blade were sent. Having reviewed the images, it was confirmed that the one tab was broken on the mount. Based on review of the score marks on the mount of the blade, it indicates that the blade was not loaded correctly, which contributed to the blade breaking at the mount. The lot number has not been provided to permit a further investigation.